Manufacturer narrative:
The actual device is not being returned to terumo for eval, however, terumo is still investigation this issue and plans to submit a f/u report once the eval is completed, thus referenced eval codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the gas would not flow through the shunt sensor. The product was changed out. The surgery was completed successfully.